Event description:
It was reported that during the procedure, damage to the insulation of this right atrial (ra) lead was observed. Subsequently, this lead was not implanted. No adverse patient effects were reported. A good faith effort will be submitted to the field for further information, and request for device return.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position, with the stylet stuck inside the lead. Visual inspection noted dried blood in the helix housing, and showed that the polyurethane insulation was partially melted, and appeared cloudy approximately 20 cm from the terminal pin. Subsequent testing confirmed that the inner coil was deformed near the terminal pin; damage indicative of helix extension/retraction difficulty. The insulation damage was confirmed based on the findings of a partially melted insulation and polyurethane insulation, which is likely due to elector-cautery damage. The insulation was not breached, and the conductors were not exposed.

Event description:
It was reported that during the procedure, damage to the insulation of this right atrial (ra) lead was observed. Subsequently, this lead was not implanted. No adverse patient effects were reported. This lead was received for analysis.